Event description:
It was reported that a pump displayed a malfunction code, specifically malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to report any future issues.